Manufacturer narrative:
A steris service technician arrived at the facility and identified that the cold water supply line had ruptured. The water supply hose is not supplied or installed by steris. The hose is installed and maintained by the facility's maintenance department. The hose rupture caused water damage to the controls of the system 1 express unit. The steris technician performed the necessary repairs, ran a test cycle and confirmed the unit was operating to specification. No further issues have been reported.

Event description:
The user facility reported a water line connected to the system 1 express unit had separated overnight flooding the department. No injuries or procedural delays/cancellations were reported.